Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens was opened and loaded into the company injector with company cartridge. During the pushing stage, it was observed that the anterior haptic had adhered to the cartridge, preventing the injector from advancing. The lens was removed from the cartridge using forceps, and upon inspection, the anterior haptic was found to be broken. The procedure was successfully completed using another lens of the same diopter. The patient¿s eye was not affected in any way. Additional information was requested.